Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Customer consumed a muffin and 2 drinks to address bg.